Event description:
Parents observed air in filter and distal portion of IV tubing approx 15 min after infusion started. IV line and filter had been primed prior to use. They observed air being drawn into filter through vent. There were several large bubbles in tubing, apparently having crossed filter membrane and gone down tubing.